Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-01713, 2134265-2014-01714, 2134265-2014-01767. It was reported that the motor drive unit was unable to perform pullback. The ilab motor drive unit was used in conjunction with the atlantis sr pro intended to visualize the lesion. It was noted that during a procedure, motor drive unit did not perform automatic pullback. The physician got another atlantis sr pro but still it did not perform pullback. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the motordrive unit 5 plus failed the mdu-5 pus basic functional test. The unit did not run since the automatic spin was not activated as consequence of the overload error 226. By replacing the lemo cable and backplane pca board with known good lemo cable and backplane pca board the unit not spin and continue to give error 226. By forcing the blade of the drive shaft to rotate the unit start to work again giving a good image and performing the pullback test with the catheter simulator and the atlantis catheter. Therefore the root cause of the failure is a defective drive shaft. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-01713, 2134265-2014-01714, 2134265-2014-01767. It was reported that the motor drive unit was unable to perform pullback. The ilab motor drive unit was used in conjunction with the atlantis¿ sr pro intended to visualize the lesion. It was noted that during a procedure, motor drive unit did not perform automatic pullback. The physician got another atlantis¿ sr pro but still it did not perform pullback. No patient complications were reported and the patient's status is stable.